Event description:
It was reported to philips that "the device's red cross is visible, does not work at all anymore" (failed op-check). There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that "the device's red cross is visible, does not work at all anymore" (failed op-check). There was no reported adverse patient impact.